Event description:
It was reported by the customer that when pre-flushing the catheter, leakage was noticed. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.